Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch veriovue meter read inaccurately high compared to his feelings. The complaint was classified based on the customer service representative (csr) documentation and on additional information during follow-up correspondence with the patient. The patient reported that the alleged meter inaccuracy began when he started using the subject meter approximately one month prior to contacting lfs. The patient does not take any medication to manage his diabetes and it is not known what action, if any, the patient took in regards to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 at around 2:00pm, he developed symptom of "shaking his hands"; symptoms he associated with hypoglycemia. In response to the symptom, the patient claimed he tested his blood glucose with the subject meter and obtained an alleged inaccurate high blood glucose reading of "180 mg/dl". Despite the elevated result, the patient claimed he treated himself with juice and carbohydrates. The patient denied testing his blood glucose on any other device. During troubleshooting, the csr noted the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.